Event description:
A doctor reported to lensar cas that he had a tear out at the intelliaxis nub for a toric lens . It didn't extend all the way to the periphery and there was no need for further surgical intervention.